Manufacturer narrative:
(B)(4): lens work order search. Results - lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2010. The pt reported sees halos at night sometimes. The facility reported the halos come and go. The pt complains of migraines. The pt's post-op va was 20/15. The icl remains implanted.